Manufacturer narrative:
The mayfield modified skull clamp (a2000) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. Service & repair team could not duplicate any slippage or release, and when the clamp is properly positioned and put under pressure, it would not move. The unit has passed all specific functional testing and meets all pressure requirements and will be returned to the customer unrepaired. Root cause - the complaint is unconfirmed as no deficiencies were found. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield 2000 skull clamp (a2000) released during pinning. No additional information has been provided.